Event description:
It was reported that stent dislodgement occurred. The occluded lesion was located in the severely tortuous and severely calcified iliac artery. A 7.0x40x135 cm express ld iliac / biliary stent was advanced for treatment. However, the stent came off the balloon and it was unable to be removed. The dislodged stent was deployed and another of the same device was deployed and completed the procedure. There were no patient complications nor injuries reported.